Manufacturer narrative:
(B)(4). Batch # n9364j.

Event description:
It was reported that during an unknown procedure, the device could not be activated during the procedure. Changed to another one to complete the procedure, but the device was broken in the process of changing to another device. The blade tip broken off. There was no report on patient injury.